Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20043389. D4: medical device expiration date: 2023-04-20. H4: device manufacture date: 2020-04-15. H6: investigation summary: a sample was received in vernon hills and the customer's report of separation was immediately noticed, verifying the complaint. The sample was analyzed under microscope to determine the cause of separation. Under visual analyses with microscope, there was clear evidence of lack of solvent at the point where tubing and drip chamber are joined. This lack of solvent is the root cause of tubing separation. A device history record review for model ms3500-15 lot number 20043389 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for the separation issue has been identified for this product line. A project (CAPA) 1244466 to examine how to further increase the robustness of the ms3500-15 device and prevent future occurrences of this type. As part of the action plan, changes to the drip chamber assembly are in the process of being implemented. H3 other text : see h10.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experienced component separation and leakage. The following information was provided by the initial reporter: material #: ms3500-15 batch/lot #: unknown. I just wanted to let you know that we had another line come apart. I just hung it in my hood and then all the sudden there was ns all over the hood. I don¿t recall pulling on the line or bending it.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experienced component separation and leakage. The following information was provided by the initial reporter: material #: ms3500-15 batch/lot #: unknown. I just wanted to let you know that we had another line come apart. I just hung it in my hood and then all the sudden there was ns all over the hood. I don¿t recall pulling on the line or bending it.